Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: "upon deployment, the filter was tilted. They were able to straighten the filter out by using a different access site and completed the procedures successfully". "The filters are tilting when being inserted. It has happened 4 times with 3 different physicians. One time it was jugular approach and the other 3 were femoral. The rep. Was present for the 4th occurrence. The physicians are having to re sheath the filter to reposition or use a balloon to adhere it to the wall of the vessel". Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects reported on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and visual inspection of the provided clinical imaging. The imaging provided have not been able to assist the investigation. Therefore it has not been possible to investigate or evaluate why the filter tilted upon being deployed from the delivery system. It is noted that the filter was successfully placed after additional procedure to ensure correct placement of the filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. IFU states in precautions section that the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.